Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "folded over on itself" and "deflation".

Event description:
Healthcare professional reported unknown side "folded over on itself" and "deflation." Device remains implanted.